Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated reduced p-wave amplitude. As a result, the atrial lead was explanted and replaced. The patient remained stable throughout the procedure.